Event description:
Reviewed phone logs from qbc star MFR stating this analyzer was replaced by MFR 5 times from 2000-2001, when operators could not produce cbc results. When MFR reps were on-site to provide training and troubleshooting, differing reps gave conflicting specimen mixing instructions. Lab staff unable to perform testing, therefore clinicians have to wait for reference lab results. Delay in testing time impacts pt's care.